Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and found to require replacement. The customer requested to replace the cable themselves. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The fse reported a damaged interconnect cable. Further information was received from the fse that there was a communication failure error message. This error is likely to result in a system lock up or a no boot situation. There is no report of a patient injury or death associated with this event.